Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2. Reference MFR. Report #1627487-2015-06520. It was reported the patient presented to the physician's office on (B)(6) 2015 at which time it was noted the patient's dressings were saturated. As the patient's leads were pulled on (B)(6) 2015, the patient's physician suspected a csf leak took place. As a result, the physician performed a blood patch on (B)(6) 2015. The patient did not exhibit any other symptoms indicative of a csf leak.